Event description:
Narrative from staff: post operative coronary artery bypass graft arrived from operating room with left radial arterial line. Line was tubing with luer lock which is a safety hazard. When attempting to draw back on plunger from closed circuit to get stat labs the internal device was broken off and plunger would not pull back blood. Tubing changed out and sequestered and new tubing applied.